Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving an mrs stem component was reported. The event was confirmed. Method & results: -device evaluation and results: based on the damage observed it appears that the pack was dropped and compressed to the extent that the outer blister fractured and the stem component broke through the inner blister pack. -medical records received and evaluation: not performed as the event is related to a packaging issue. -device history review: DHR review determined that the lot was manufactured and packed to specification. -complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the investigation concluded that the packaging damage was caused by excessive handling.

Event description:
It was reported at the end of primary surgery, the implant box was damaged on the inside. The outside was intact. Rep stated the bud end of the stem was sticking out of inner packaging. Update doa 12/19/2014 as per sales rep: implant wasn't used, another implant was used in it's place.

Event description:
It was reported at the end of primary surgery, the implant box was damaged on the inside. The outside was intact. Rep stated the bud end of the stem was sticking out of inner packaging. Update doa (B)(4) 2014 as per sales rep: implant wasn't used, another implant was used in it's place.